Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was in disconnected mode. A technical support specialist dialed into the station and confirmed an uptime of 11 days. Station logs for 17 december and november 2025 were no longer available for review. The tss informed customer that, since only two incidents had occurred and sufficient data could not be captured from the system, immediate contact would be necessary if the issue reoccurs so the logs can be reviewed in real time. Customer acknowledged and gave approval for case closure. Therefore, the technical support specialist closed the case.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station chpacu1 was going into "disconnected" mode more often, the station would randomly stop communicating. The data cable was connected between the data port and the pyxis, and the cable had been replaced multiple times. When this issue occurred, the data cable was disconnected from the port and reconnected; however, the system did not sync information unless a data synchronization was performed. However, there were no delays or adverse events or injuries reported based on this event.